Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Unit uploaded properly using carelink. Device was monitored for 4 days. No blank display or unexpected battery power loss anomaly noted. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose value was 826 mg/dl at the time of incident. The customer¿s current blood glucose value was 150 mg/dl. The customer was also reported that the insulin pump was not within use of 48 hours of the hospitalization. The customer also mentioned other blood glucose values such as in the range of 800 mg/dl, 404 mg/dl. Troubleshooting was performed for hospitalization. Based on customer¿s report customer did not allege over delivery. The customer was treated with insulin and fluids in the hospital. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.